Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
When throwing a capio suture through the ligament, the needle tip(bullet) was left in the ligament. When they threw the other end of the same suture the other needle tip (bullet) was left in the same ligament. Then they used a new suture with the same capio slim and this one worked fine. Patient is fine.